Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery problem) was confirmed. As received, the battery was non-functional in a charger and monitor. Upon eval, corrosion was found on the pca board inside the battery pack. The cause of the inability to charge or power a monitor is the corrosion. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor and battery. The pt received a replacement monitor and battery. Battery pack manufacture date: 02/01/2012.

Event description:
Download data from a (B)(6) female pt revealed a service code 102 (charge profile fault). Zoll customer support contacted the pt and issue her a replacement monitor. In addition, the pt reported a problem with her battery pack. The pt was also issued a replacement battery pack.